Event description:
Per independent repair center statement, the units alarm would not function. The key failure was the power switch had no alarm. Additional malfunctions include the pm kit was dirty.